Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log), but did not reproduce the downstream occlusion alarms. The device was operating out of specification. Evaluation determined the downstream sensor was failing and had elevated signal levels which is a known cause of false downstream occlusion alarms. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. The device came from the medical/surgical care area. It was also reported that there was no pt injury.